Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000131560.

Event description:
It was reported patient was unable to set the ipg into MRI mode and lost effective therapy due to high impedances on one of the leads. Investigation was unable to identify which lead attributed to the issues. Surgical intervention may be pending to address the issue.